Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
It was reported that the sensor has migrated and is believed to be in the right ventricle or the inferior vena cava. The patient was implanted on (B)(6) 2021 and was able to take readings up until (B)(6). The patient was brought back in for follow up and a reading could not be obtained with the patient in clinic. X-rays showed the sensor was originally in the left pulmonary artery and had migrated.